Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that during the implant attempt the atrial tined lead was unstable. The lead was replaced with a screw-in lead. No patient complications have been reported as a result of this event.